Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(4) 2018. An unopened sample of product received for analysis. During the visual inspection of samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure operation on (B)(6) 2018 and suture was used. During the procedure, the suture broke during sewing of the skin. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.